Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes. Investigation summary: bd received nine (9) samples and six (6) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were visually inspected and no visible defects were observed. Functional testing was also performed on the customer returned samples and twenty (20) retention samples, all tubes were within specification limits and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes that about fifteen (15) tubes underfilled. There was no health impact or consequence reported.